Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. The 95% stenosed target lesion area was located in a moderately tortuous and moderately calcified cephalic vein. A 5.00mm/2.0cm/50cm peripheral cutting balloon was selected for use. During the procedure, at the 2nd second inflation the balloon ruptured at 7atm. The device was removed without any problem and the procedure was completed with another of the same device. No complications reported. The patient was stable post procedure.